Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had multiple insulin pump error alarm. The customer¿s blood glucose level was 135 mg/dl at the time of the incident. Customer stated they were able to clear the alarm and they were not able to rewind insulin pump. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with insulin flow block or occlusion or no delivery alarm anomaly. Device seats immediately upon priming. Problem isolated to the motor or force sensor. Unable to perform rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test or verify pump error 43 or 38 or 130 alarms due to motor or force sensor anomaly.